Manufacturer narrative:
Concomitant medical products: etlw1616c82e stent graft, implanted: (B)(6) 2018; etlw1616c93e stent graft, implanted: (B)(6) 2018; etlw1610c156e stent graft, implanted: (B)(6) 2018; esbf3614c103e stent graft, implanted: (B)(6) 2018; etlw1616c124e stent graft, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) may have delivered an inappropriate therapy for atri al fibrillation (af) with rapid ventricular response for an episode detected as ventricular fibrillation (vf). The ICD remains in use. No further patient complications have been reported as a result of this event.